Event description:
Septostomy catheter inserted into sheath at which time the catheter shredded. Catheter removed and the fragments of the catheter removed. The patient did not suffer any harm from this procedure or product.